Event description:
It was reported that the device exhibited an error 'message cassette not attached'. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. The event history log revealed many "high alarm displayed: unknown cassette type", "high alarm displayed: cassette not attached properly" and "high alarm displayed: cassette damaged" alarms. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.